Manufacturer narrative:
The returned accolade device was analyzed, and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported by the field clinical representative that the battery of this pacemaker was suspected to be depleting prematurely. The device battery showed 11 months of remaining longevity as of one month and one week ago. The fcr was uncertain on whether the device had reached elective replacement indicator (eri), and there was a possibility that changes in the gas gauge and magnet rate to 90 beats per minute (bpm) were misinterpreted as eri. This device remains in service. No adverse patient effects were reported. According to the additional information, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported by the field clinical representative that the battery of this pacemaker was suspected to be depleting prematurely. The device battery showed 11 months of remaining longevity as of one month and one week ago. The fcr was uncertain on whether the device had reached elective replacement indicator (eri), and there was a possibility that changes in the gas gauge and magnet rate to 90 beats per minute (bpm) were misinterpreted as eri. This device remains in service. No adverse patient effects were reported. According to the additional information, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.